Event description:
At 0845, iabp constantly alarmed 'iabp cath' message then after 10 mins began pumping but "low diastolic augmentation alarm" message. Augmented pressure to 30 mm kg lower than systolic. At 0945 iabp cath ruptured. Blood in tubing.